Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequelae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products. Herpes outbreaks that normally appear a few days after injection are well-known and widely documented adverse reactions in the context of hyaluronic acid filler injections. Herpes outbreaks are linked to the patient's infectious history. In patients with a history of herpes infection, the reactivation of the virus can be due to several causes, including local trauma, an inflammatory reaction, systemic stress, or immunosuppression. Symptoms are generally harmless and resolve quickly after medical treatment. In addition, the risk of such reactions is mentioned in the instructions for use of teosyal products. Additionally, this teoxane product is not indicated for this area and the patient suffered from autoimmune disease (basedow's disease). Therefore, these constitute some off-label use for which the safety and performance of the product cannot be guaranteed. This is default text configured for block h10

Event description:
Ischemia of the tip of the nose [vascular skin disorder] ([erythema], [pain], [paraesthesia], [scab]). Herpes [herpes virus infection]. Rha 3 in the nose [off label use]. Basedow's disease [contraindicated device used]. Case narrative: on (B)(6) 2026, the italian subsidiary notified teoxane geneva about an adverse event. According to the injector, a patient was injected on (B)(6) 2026 with a total of 0,4 ml of rha 3: - 0,2ml in the nose using the bolus technique with a cannula (current complaint) - 0,2 ml in the chin, using the retrotracing technique with a cannula (no complication occurred in this area). The patient had a medical history of: basedow's disease (silent and not on treatment at the time of this report) and herpes simplex. Approximately 2 days after the injection (on (B)(6) 2026), the patient experienced redness, pain, tingling and skin flaking on the tip of the nose. Additionally, the patient presented herpes on the wing of the nose. On (B)(6) 2026, the injector, supported by the local medical expert, diagnosed an ischemia of the tip of the nose and performed the following treatments: - hyaluronidase injection (1000iu in the tip of the nose and the surrounding areas) - aspirin 500mg (500mg per day from (B)(6) 2026 to (B)(6) 2026) - topical acyclovir (no further information) - topical heparin (clarema cream 1%, 3 applications per day started on (B)(6) 2026) - fortilase (2 tabs per day, started on (B)(6) 2026) considering the seriousness of the event, the case was assessed as reportable. One day after (on (B)(6) 2026), the symptoms improved, but the patient remained under observation and a second hyaluronidase injection was considered. On (B)(6) 2026, we were informed that the symptoms had completely resolved and the complaint was considered closed. Case comments: ¿ alam, m., kakar, r., dover, j., harikumar, v., kang, b., wan, h., poon, e. And jones, d., 2021. Rates of vascular occlusion associated with using needles vs cannulas for filler injection.jama dermatology, 157(2), p.174. ¿ cassiano, d., miyuki iida, t., lúcia recio, a. And yarak, s., 2020. Delayed skin necrosis following hyaluronic acid filler injection: a case report.journal of cosmetic dermatology, 19(3), pp.582-584. ¿ fakih-gomez, n., orte-aldea, m., poonja, k. And khanna, d., 2019. Hyaluronic acid filler emergency kit.the american journal of cosmetic surgery, 36(4), pp.183-190. ¿ hirsch, p., infanger, m. And kraus, a., 2020. A case of upper lip necrosis after cosmetic injection of hyaluronic acid soft-tissue filler¿does capillary infarction play a role in the development of vascular compromise, and what are the implications? Journal of cosmetic dermatology, 19(6), pp.1316-1320. ¿ lima, v., regattieri, n., pompeu, m. And costa, I., 2019. External vascular compression by hyaluronic acid filler documented with high-frequency ultrasound.journal of cosmetic dermatology, 18(6), pp.1629-1631. ¿ loh, k., phoon, y., phua, v. And kapoor, k., 2018. Successfully managing impending skin necrosis following hyaluronic acid filler injection, using high-dose pulsed hyaluronidase.plastic and reconstructive surgery - global open, 6(2), p.e1639. ¿ loyal, j., hartman, n., fabi, s., butterwick, k. And goldman, m., 2022. Cutaneous vascular compromise and resolution of skin barrier breakdown after dermal filler occlusion¿implementation of evidence-based recommendations into real-world clinical practice.dermatologic surgery, 48(6), pp.659-663. ¿ ors, s., 2020. The effect of hyaluronidase on depth of necrosis in hyaluronic acid filling-related skin complications.aesthetic plastic surgery, 44(5), pp.1778-1785. ¿ ortiz, a., ahluwalia, j., song, s. And avram, m., 2020. Analysis of u.s. Food and drug administration data on soft-tissue filler complications.dermatologic surgery, 46(7), pp.958-961. ¿ sito g, manzoni v, sommariva r. Vascular complications after facial filler injection: a literature review and meta-analysis. J clin aesthet dermatol. 2019 jun;12(6):e65-e72 ¿ snozzi, p. And van loghem, j., 2018. Complication management following rejuvenation procedures with hyaluronic acid fillers¿an algorithm-based approach. Plastic and reconstructive surgery - global open, 6(12), p.e2061. ¿ soares, d., 2022. Bridging a century-old problem: the pathophysiology and molecular mechanisms of ha filler-induced vascular occlusion (fivo)¿implications for therapeutic interventions.molecules, 27(17), p.5398. ¿ worley, n., lupo, m., holcomb, k., kullman, g., elahi, e. And elison, j., 2020. Hyperbaric oxygen treatment of keratitis following facial hyaluronic acid injection.ochsner journal, 20(2), pp.193-196.